Manufacturer narrative:
The insulin pump had a compromised force sensor error alarm during the basic occlusion test due to loose drive support disk. The device was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and stained end cap sticker. (B)(4)

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 327 mg/dl. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.